Event description:
During each retrieval attempt using a merci retriever x6, the physician was able to ensnare the thrombus but the retriever straightened completely upon withdrawal. During one of the retrieval attempts, the merci retriever x6 fractured resulting in detachment of the distal tip. The physician felt that the microcatheter was in the correct position when the retriever was withdrawn and the retriever fracture was related to the calcified area of the mca occlusion. The physician was able to successfully retrieve the detached distal tip using a second retriever x6. Following retrieval of the detached distal tip, the procedure was completed using balloon angioplasty and placement of a wingspan stent in the middle cerebral artery resulting in an improvement of flow to timi 2. No pt injury/adverse clinical sequelae occurred that was directly related to the retriever tip fracture or attempts to retrieve the detached distal tip.